Event description:
It was reported that the insulin pump alarmed button error and keypad unresponsive.customer stated none of the buttons are working. Customer stated that the insulin pump dropped in the ground. Customer's blood glucose was 185 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had an unresponsive keypad during testing due to an unlocked keypad connector. The insulin pump had a cracked case at the display window corners, minor scratches on the display board and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.